Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind and motor position encoder error alarm in alarm history file due to motor encoder signal out of phase. The insulin pump had cracked battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received motor position encoder error alarm and a motor error alarm. The customer stated that the motor position encoder error alarm occurred during rewind. The customer's blood glucose was 403 mg/dl at the time of incident. The customer stated that the high blood glucose was unable to treat due to unavailability of back-up plan. The customer stated that the drive support cap was normal. The customer stated that the insulin pump might have been exposed to magnets due to working environment. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.